Event description:
Adverse event(s): "chamber fluctuation" (collapse). Product problem(s): "the system displayed a system message multiple times". (Device displays error message). The nurse reported the system had a recent collision with an operating room light. The system displayed a system message multiple times. The nurse stated right before phaco, after the incision was made, the surgeon noticed a camber fluctuation. Immediately afterwards the IV pole was noted to not be moving up and down. The nursing staff rebooted the system and the case was completed without further incidence. No pt injury was reported.

Manufacturer narrative:
The company service representative examined the system and confirmed the system message reported. The system messages were logged after the IV pole collided with the operating room light. The IV pole assembly was replaced and will be sent for in-house eval. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B) (4). (B) (4). (B) (4).